Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. The hcp reported that the patient's device was non-functioning. The caller did not know any other details. On (B)(6) 2020 the same hcp called again and reiterated that the patient¿s device was not working. MRI information was reviewed with the caller and they were redirected to the health care professional (hcp) to determine device issue/check the device and to determine MRI eligibility. There were no patient symptoms or further complications reported at this time.